Event description:
It was reported that: "pt had revision due to loosening of tibia baseplate."

Manufacturer narrative:
Additional information including x-rays and medical records was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.